Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a pimple that popped and got infected with mrsa and septic shock. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest and packed the wound for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.